Event description:
It was reported that during an unknown procedure, the fourth cartridge cut without placing any clips. The surgery was carried out and finished by stitching manually. Another surgery will be required due to bile complication.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: during what kind of procedure was the device used? Sleeve resection. What echelon device was used with the reload? Yes. On what tissue type was the device used? At what location on the tissue? Unk. Was it used on thick tissue? Unk. What was the outcome, leakage, bleeding or other please specify? No bleeding. Did the surgeon wait the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. Did the surgeon really see no staples at all or were there only a few ? No staples. If yes, were they unformed , malformed, please describe the shape. N/a. During which stroke did the event occur? 5 acting of the stapler. What other color cartridges were used before and after this event? The first ones. Gold recharge, third and fourth golden recharge with seamguard, the fifth with gold recharge without seamguard. Was buttressing material utilized? If so, which product? Seamguard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unk. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. Was the bile duct complication is related to the reported malfunction? The bile duct complication is not related to the reported malfunction. It was also reported that the stapler was used on the upper part of the stomach, near the gastric-esophagus, so the tissue was thick.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.